Manufacturer narrative:
The respironics service technician reported the ac power cord retaining bracket was loose on the back of the ventilator, and there was loose hardware inside the ventilator. The service technician tightened and reassembled the retaining bracket and hardware. Performance verification testing was performed, and passed per operating specifications.

Event description:
The customer reported the unit shut down while in use on a pt. The customer reported the ventilator did alarm at shut down, and there was no pt harm.